Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the force sensor bridge test failed. There was no patient involvement.

Manufacturer narrative:
One device was returned for analysis. Review of the event history log (ehl) showed a background self test timeout, depleted battery, force sensor bridge test, force sensor test, base not responding, base task timeout, force sensor bgnd background test, travel reverse error. Functional and visual tests were performed, and the reported issue was duplicated. The cause of the reported issue was a plunger that had been inundated with liquid, which caused extensive damage. The plunger was replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.